Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the roller pump doesn¿t always turn off. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event. Clinical f/u discovered that the pump was not configured as the cardioplegia pump.